Event description:
Meter name: fasttake. Strip name: fasttake test strips. Meter code: 20, strip code: 20. Strip storage: stored correctly. Symptoms: sweaty. The patient reportedly was "rushed to emergency". Their meter allegedly was inaccurately high. The resuslt on their meter was 50mg/dl. The result from the emt meter was 35mg/dl. The time difference between patient's meter and emt meter was less than 10 minutes. Treatment was with glucose. No further information has been reported.